Event description:
It was reported the patient could not charge the ipg due to it being inoperable. In turn, the patient lost stimulation. As a result, the patient underwent surgical intervention to have the ipg explanted and replaced with a different model. Effective therapy was obtained post op.

Manufacturer narrative:
This ipg serial number is included in field advisories. Correction numbers: 1627487-12192011-003-r and 1627487-07262012-002-r UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.